Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) lead pace lead impedance was 4047 ohms on (B)(6) 2015. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil and on the lv (left ventricular) pacing lead was beyond the expected upper range. Svc defibrillation lead impedance was greater than 200 ohms on (B)(6) 2015. Lv pace lead impedance was 4047 ohms on (B)(6) 2015. Analysis of the device memory indicated oversensing information. Evidence of oversensing noise has been noted in (B)(6) 2015. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity alert warning occurred for increased sensing integrity counter (sic) and 2 or more high rate-non-sustained episodes. Concomitant product: 693565 lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during a follow up visit, the patient's physician noted that non-sustained ventricular tachycardia episodes showing noise were sensed on the rv pace/sense portion of the lead. Elevated rv impedance, and oversensing were also noted. The physician was concerned there was a problem with the setscrew or header and elected to replace the device. It was further noted that the rv pace/sense pin of the lead did pull out of the header easily without unscrewing the set screw. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.